Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No user facility information is available. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Expiration date - unk. Evaluation is in process, but not yet complete. Upon completion of evaluation, a follow-up report will be sent to the FDA. Unk. This report filed june 12, 2008.

Event description:
It was reported that patient underwent total knee arthroplasty in or around 1998. Revision procedure was performed in 2009, due to the patient reporting pain.